Event description:
It was reported that the patient was hospitalized for elevated blood glucose and dka.

Manufacturer narrative:
The pump was returned to animas. Evaluation demonstrated that the pump was operating within required specifications and insulin delivery accuracy.